Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the left ventricular (lv) lead. The physician elected to monitor the patient. The patient was in stable condition.